Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. (B)(4).

Event description:
The customer reported a patient sample (containing blood) sprayed on the face shield, gloves, and the laboratory coat, as well as at the top of the customer's shirt during an attempt to remove a sample tube from the cassette involving the unicel dxh 800 coulter cellular analysis system. The customer noted having difficulty removing the tube. As a result, the tube stopper came off and sprayed the customer with the tube's content. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility.